Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported damaged keypad, which was confirmed and reproduced. The device eval found the #3, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any of the remaining functional keys were selected, an automatic output of the #3 key would occur following the selected key's function (e.g. When the #1 key is pressed, 13 will be displayed. When in alphabetic mode the abc key is selected, ag will be displayed interfering w/the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump had a damaged keypad. It was also reported that there was no pt involvement.